Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the device evaluation and investigation results, the adhesive at the distal end was detached/chipped resulting in a leak. It is likely that some kind of impact caused the damage at the distal end, or due to handling and use over time; however, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: do not pull the video cable during an examination. The endoscopic image may not be visible anymore. Do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the uretero-reno videoscope exhibited missing adhesive parts in joint areas of the distal end. There were no reports of patient involvement.